Event description:
It was reported by customer that pyxis medstation es system stocked out when the nurse attempted to remove the nicardipine drip during an emergency event. Customer added that the patient was initially admitted with high blood pressure (230/159mmhg) and the nicardipine drip was immediately required to control the blood pressure. Due to the unavailability of the medication, the patient was administered with a different medications such as nitrostat and labetolol. The patient's blood pressure was not controlled, remained in the same range (230/159mmhg), even after the administration of the medication, as a result the patient underwent st-elevation myocardial infarction.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by customer that pyxis medstation es system stocked out when the nurse attempted to remove the nicardipine drip during an emergency event. Customer added that the patient was initially admitted with high blood pressure (230/159mmhg) and the nicardipine drip was immediately required to control the blood pressure. Due to the unavailability of the medication, the patient was administered with a different medications such as nitrostat and labetolol. The patient's blood pressure was not controlled, remained in the same range (230/159mmhg), even after the administration of the medication, as a result the patient underwent st-elevation myocardial infarction. Additional event information was received from the customer. It was reported that the hospital had two med es devices on site to store medications for the nurses at the facility. There was also no central 24-hour pharmacy on site to allow for restocking of medications in a timely manner. The med es device on the hospital's acute care floor became unavailable due to the device experiencing the recall event. As a result of the med es device on the acute care floor being unavailable, the nurses were not able to access medications and had removed all of the nicardipine from the med es device in the emergency room. Bd reported this malfunction event to FDA under 2016493-2024-00210. On the following day, a patient arrived at the emergency room experiencing hypertension (230/159 mmhg). Nicardipine was ordered to help control the high blood pressure. When the nurse went to remove nicardipine from the med es device, the system stocked out as there was no more nicardipine in the device (as noted above, it was previously depleted due to the med es device on the acute care floor experiencing the recall event). The reporter stated that the patient was also experiencing a myocardial infarction with st elevation (it's unclear based on the reported information as to whether the patient experienced the event upon entering the hospital or while in the emergency room). The patient was then administered nitrostat and labetalol instead. The patient's blood pressure remained high after administration of the medications. Ultimately, due to the patient's myocardial infarction they required a higher level of care and was transferred to another facility.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device, it was determined that the device was working as intended during the incident timeframe. The site did not have a stockout bulletins setup to show refills reports or medications that needed to be loaded when a device reaches stock out or critical low levels. The user may need to go into the station manually to refill or to check the inventory levels in the server.

Manufacturer narrative:
Section d4- updated primary unique device identification number. Upon investigation of the actual device, it was determined that the device was working as intended during the incident timeframe. The site did not have a stockout bulletins setup to show refills reports or medications that needed to be loaded when a device reaches stock out or critical low levels. The user may need to go into the station manually to refill or to check the inventory levels in the server.

Manufacturer narrative:
Section b5 - updated the adverse event with additional information.

Event description:
Additional event information was received from the customer. It was reported that the hospital had two med es devices on site to store medications for the nurses at the facility. There was also no central 24-hour pharmacy on site to allow for restocking of medications in a timely manner. The med es device on the hospital's acute care floor became unavailable due to the device experiencing the recall event. As a result of the med es device on the acute care floor being unavailable, the nurses were not able to access medications and had removed all of the nicardipine from the med es device in the emergency room. Bd reported this malfunction event to FDA under 2016493-2024-00210. On the following day, a patient arrived at the emergency room experiencing hypertension (230/159 mmhg). Nicardipine was ordered to help control the high blood pressure. When the nurse went to remove nicardipine from the med es device, the system stocked out as there was no more nicardipine in the device (as noted above, it was previously depleted due to the med es device on the acute care floor experiencing the recall event). The reporter stated that the patient was also experiencing a myocardial infarction with st elevation (it's unclear based on the reported information as to whether the patient experienced the event upon entering the hospital or while in the emergency room). The patient was then administered nitrostat and labetalol instead. The patient's blood pressure remained high after administration of the medications. Ultimately, due to the patient's myocardial infarction they required a higher level of care and was transferred to another facility.